Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt purposely missed a pump refill. The pt suggested that the pump medication caused seizures. The pt was working with the physician to resolve the issue. There were no further symptoms noted. No information was provided regarding the type, concentration or dosage of medication used in the pt's pump. No further details or pt outcome was provided. Additional information was requested but not received at the time of this report. A follow-up report will be filed if additional information becomes available.